Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered that the customer received clotted sample from the clinic. The cse performed a total service call. The cse performed aspiration and checked dispense, which passed. The cse performed dark counts, which passed. The cse checked acid/base dispense as well as background, which were normal. No leaks were found anywhere within system. The cse reviewed the calibration and qc data, which were within acceptable range. The cse ran calibrator using the patient sample and recovered low calibration value. The cse ran qc, which were within range. The cause of the discordant, falsely elevated cea result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated carcinoembryonic antigen (cea) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument and on an alternate advia centaur instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated cea result.